Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of anaphylaxis in a female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started double salt denture adhesive cream. Within five minutes after starting double salt dental adhesive cream, the patient experienced anaphylaxis, tingling of lip, headache and lip swelling. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown. Consumer reported that within five minutes of using the product she experienced the events of tingling in lip, headache, swelling of lower lip and "anaphylaxis reaction." The patient refused to provide contact information and terminated the call.